Event description:
The following information was reported to boston scientific (bsc) on 03/13/2007: "a patient who initially underwent coil embolization on her anterior communication artery in 2003 had subsequent angiography showing aneurysm re-growth with significant increase in size, measuring approximately 8mm in luminal filling. Patient was hospitalized in 2006 for repeat stent-assisted coil embolization. The procedure was successful using a 3mmx 15cm bsc stent positioned at the neck of the aneurysm. Immediate post procedure CT (computerized tomography) revealed extensive subarachnoid hemorrhage. The patient neurological condition deteriorated and patient ultimately had a ventriculostomy for intracranial pressure management, blood pressure and ventilator assist was provided. The patient's neurological status did not improve and on the next month, patient's family requested withdrawal of all but comfort care. Patient subsequently died the next day."

Manufacturer narrative:
(No malfunction was alleged on the device in question - it was reported that the procedure completed successfully with the placement of the stent [device in question]). The device in question will not be returned to the manufacturer for further investigation as it remains implanted in the patient.